Event description:
A customer reported encountering a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a complete pump reset, after which the error did not reappear, and the customer successfully started a new sensor session.